Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation - no available. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Friend is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 80 and 58 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. Customer was using discontinued product. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. Test strip information was not provided as the customer did not have any test strips available. The meter memory was reviewed for previous test result history: result 1: 80 mg/dl, date: (B)(6) 2019, time: 2:20 pm, fasting. Result 2: 80 mg/dl, date: (B)(6) 2019, time: 10:48 am, fasting. Result 3: 58 mg/dl, date: (B)(6) 2018, time: 10:17 am, fasting.